Manufacturer narrative:
(B) (4) visual inspection of the returned product showed that a piece of the optic and a haptic was torn off and a piece of the lens was torn off and missing. There was a clear surgical residue on the lens. (B) (4).

Event description:
The surgeon reported that the cq2015a three piece collamer lens was misloaded and as a result he could see the haptic tearing as it was advancing in the injector. There was no patient contact.